Manufacturer narrative:
The complete reduced portion of the drill sleeve is broken off and missing. Because of the damage, the complaint relevant dimensions can not be checked for dimensional accuracy of the valid manufacturing specifications.

Event description:
This is 1 of 1 report for complaint (B)(4).

Event description:
During a procedure for a radial head fracture on (B)(6) 2013, it was reported that as the surgeon was inserting the head plate and headless screws the end of the double ended drill guide broke off during pre-drilling of the hole. One piece of the end sheared off and the piece was retrieved. Reportedly the surgery was not prolonged and there was no adverse effect to the patient reported at this time. This is 1 of 1 report for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The device history record review reported the following: manufacturing documents were reviewed and no complaint related issues were found. Placeholder.